Event description:
It was reported that the doctor noted buccal fistula that did not appear to involve the implant. The patient returned two (2) days later and an incision & drainage procedure was done with 5cc of purulent drainage removed from around the implant at tooth location #28. The implant was noted to be stable and remained implanted.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.